Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were found. Device inspection could not be performed, as the device was not returned. Conclusion: the root cause cannot be determined conclusively, as the device was not returned.

Event description:
It was reported that on (B)(6) 2017 implanted the procedure. On (B)(6) 2017 loosed four screws and dislodged the gage. On (B)(6) 2017, it was removed to new screw(other company) from four osing screws.

Event description:
It was reported that on (B)(6) 2017 implanted the procedure. On (B)(6) 2017 loosed four screws and dislodged the gage. On (B)(6) 2017, it was removed to new screw (other company) from four osing screws